Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed a loss of prime warning associated with a zero and low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration and resistance were out of specification. Unrelated to the original complaint, moisture was visible in the display lens and damage to the pump case was observed near the upper right corner between the display lens and the cover. The leak test failed due to the damaged pump case. The pump cover was removed and evidence of internal moisture was found on the printed circuit board and in the force sensor housing. (B)(4).